Event description:
On (B)(6) 2012, a report of a central corneal ulcer associated with lens wear was received from an eye care professional. According to the eye care professional, a (B)(6) female patient presented with an ulcer that appeared thick, was located centrally, and was reported as testing positive for the bacteria pseudomonas. Hygiene and extended wear were thought, but not confirmed, to be factors in the development of the ulcer. The patient was referred to another eye care professional. On (B)(6) 2012, follow-up information received from the eye care professional indicates the diagnosis of pseudomonas is suspected but has not been confirmed at this time. Additional information has been requested but not yet received. It is unknown if the event has resolved. No further information is available at this time.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).